Event description:
It was reported that the patient alleges that the infusion device was not correctly delivering the temporary basal rate. The patient set the temporary basal rate to 30% to exercise and afterwards his blood glucose level was 22 mmol/l. The patient stated this has occurred the last four times he has utilized the temporary basal rate. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).